Manufacturer narrative:
Result: the separator bulb with the attached distal tip was flushed out of the catheter. The indigo separator 5 core wire is fractured approximately 173.5 cm from the proximal end. The separator wrapping wire is unwound. In addition, the separator is fractured just distal to the proximal end of the separator bulb and at the distal end of the cone. Conclusion: the complaint has been evaluated. The compliant indicates that the bulb on the distal tip of the separator became detached from the core wire while it was inside the catheter. Evaluation of the returned devices confirmed multiple fractured in the separator core wire. In addition, the catheter was kinked in multiple locations along the length of the catheter shaft. It appears that the catheter was kinked while the separator was inside and the separator continued to be manipulated while the bulb on the distal end was trapped by the kinks in the catheter. The force used during the manipulation of the separator, exceeded the tensile strength of the separator core wire, resulting in a fracture of the core wire. As the separator was pulled back, the core wire fractured in multiple locations and the separator wrapping wire started to unwind. It is unknown which break in the core wire was caused first. The cause of the kinks in the catheter could not be determined based on the investigation or the description of the complaint. In addition, it is difficult to determine which kinks were present when the devices were in the patient and which occurred after removal from the patient. The separator bulb outer diameter is 100% inspected during processing. In addition, these devices are 100% inspected for damage during processing and packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00679.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 5 and cat5 aspiration catheter. The distal tip of the separator 5 became detached at the separator bulb. The catheter and separator 5 were removed from the patient together and a fluoroscopy procedure was performed to confirm that no materials were left behind. Another catheter and separator 5 were used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusions: the device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.